Manufacturer narrative:
Olympus followed-up with the user facility via phone to obtain additional information regarding this report without success. The device referenced in this report was returned to olympus for evaluation. Evaluation revealed that the subject device has the current version 3 oscillation board. The unit displayed "ER" on the bipolar coag displayed screen and "02" on the monopolar cut display. The device was tested using a new oscillation printed circuit board (pcb) with no issue noted. The error history log showed that the device also exhibited error 04 on the monopolar coag display screen which indicated that the output was generated longer than 60 seconds without an interval of 30 seconds between outputs. The reported phenomenon was attributed to a damaged oscillation printed circuit board (pcb) and due to a forced output expiratory time. The customer's oscillation board was forwarded to the original equipment manufacturer (OEM) for further evaluation. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a therapeutic transurethral resection of prostate (turp) procedure, the electrosurgical unit failed. The procedure was said to have been completed using a different electrosurgical unit. There was no patient injury reported.